Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing on the right ventricular (rv) lead. The physician elected to explant and replaced the rv lead. There were no patient consequences.